Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were unresponsive. The customer also reported their bolus wizard was calculating more insulin than needed. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. Troubleshooting found the customer's food bolus was incorrect on their bolus wizard. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The bolus wizard functions properly. The insulin pump had intermittent button response due to moisture damage at the keypad traces. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a missing end cap sticker.